Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient was implanted with this pacemaker. No issues occurred during the implant procedure; however the patient passed away at the completion of the procedure while still on the operating table. The physician performed an echocardiogram immediately and a pericardial effusion and tampanode was ruled out. The field representative confirmed the death was not device related and that there were no system allegations.